Event description:
It was reported that during the installation checkout performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty helium regulator assembly was received at getinge's national repair center (nrc) for failure analysis. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty helium reservoir was installed into the cardiosave test fixture by a getinge service technician. The service technician performed fill manifold tests per procedure and observed that the testing failed two (2) times. It was noted that there was a leak across k1 and k2. The helium reservoir will be stored in a secured area per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The stm disassembled the iabp unit and replaced the fill manifold assembly then ran the fill manifold test. The stm observed that the iabp unit passed testing within the acceptable range. Subsequently, all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during the installation checkout performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: d4 (unique identifier (UDI) #), h6 (type of investigation), corrected field: h5.

Event description:
It was reported that during the installation checkout performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement, and no adverse event reported.